Event description:
It was reported by field service engineer (fse) that battery failure occurred during transport. The ambulance had ac power inverter so the transport team was able to plug in and the transport was successful. Fse found pump ran in battery mode for 25 minutes, 20 minutes, 10 minutes, and 5 minutes then alarms occurred and pump shut off all within 3 minutes. As a result, the fse replaced the battery. There was no report of patient injury or consequence.

Manufacturer narrative:
Qn#: (B)(4). Teleflex received the device for investigation. The reported complaint of pump shut down while on battery power is confirmed. The battery failed the battery load test. The returned battery shut off after approximately 18 minutes when operating on battery power. A definitive root cause could not be determined, but a potential cause of the short battery life is a result of maintaining of the battery. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by field service engineer (fse) that battery failure occurred during transport. The ambulance had ac power inverter so the transport team was able to plug in and the transport was successful. Fse found pump ran in battery mode for 25 minutes, 20 minutes, 10 minutes, and 5 minutes then alarms occurred and pump shut off all within 3 minutes. As a result, the fse replaced the battery. There was no report of patient injury or consequence.